Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the transmitter stopped working. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed a connection loss related to the customer's complaint. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test passed. Voltage testing was performed and the transmitter has voltage. A review of the downloaded data log confirmed the reported event that the transmitter stopped working due to signal loss. A root cause could not be determined.